Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a pelvic floor prolapse procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the dart detached from the suture while passing the capio device "without sufficient tissue capture." The mesh leg was then removed from the patient but without the dart. The procedure was completed with another of the same uphold¿ lite with capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue with white stripe dilator was broken. The remainder of the suture including the dart was not returned and was missing. Analysis revealed no damage to the capio slim suture capturing device. Functional analysis revealed that the device functioned as intended. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. However, the investigation concluded that the most probable cause for this event is supplier manufacturing process design as the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor prolapse procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the dart detached from the suture while passing the capio device "without sufficient tissue capture." The mesh leg was then removed from the patient but without the dart. The procedure was completed with another of the same uphold lite with capio slim. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.